Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to possible early battery depletion. The device was returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed and revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 694965, serial: (B)(6), implanted: 2005-(B)(6), explanted: 2013-(B)(6), (B)(4).